Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, product was provided for investigation. An external visual inspection was performed and passed. There was no damage to the sensor. Performance data was reviewed and as previously reported, the allegation was undetermined. The probable cause could not be determined via product.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient on (B)(6) 2025, the patient was with her husband on the way to an appointment with her oncologist. On the way to the appointment, the patient¿s cgm was reading 45 mg/dl. No bg meter reading was taken at this time. The patient was asymptomatic and self-treated with (3) juice boxes. Despite treatment, the patient¿s cgm was still displaying ¿low¿ (no specific value was provided). Once she arrived at the hospital for her appointment, blood work was drawn. The patient¿s bg level from the blood work was found to be 800 mg/dl while the cgm was reading 66 mg/dl. The patient was taken to the ER for observation. She was treated with insulin and IV fluids. The patient was discharged home around midnight when her bg meter reading was down to 167 mg/dl. No cgm comparison value was reported at this time. The patient was ¿doing fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.